Event description:
The event is reported as: the customer alleges that the unit did not heat. The reported issue was detected prior to patient use. No report of a patient injury.

Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product aquatherm heater 091, serial # (B)(4) was manufactured on 06/19/2013. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation at the time of this report, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.